Event description:
It was reported that the ilet displayed alert 38, indicating a motor stall during setup, and despite a recommended dry run, the alert persisted during tubing fill; consistent with a failure to infuse linked to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a stalled motor, and resultant failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.